Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc. To report a fluid leak at the right side while priming the clenz reagent of the hmx autoloader instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. The field service engineer (fse) replaced vl 43 tubing which opens the drain path from low vacuum and waste chamber. Root cause of the leak was due to damaged tubing through valve (vl43).